Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a ngen pump and the device was not flushing properly. The medical team indicated that there was something wrong with the pump gears. The issue was noted during procedure. The ablation would sometimes stop due to the irrigation issue, resulting in a beep on the pump. The correct catheter settings were selected on the generator. There were flow rate change issues at the start of ablation. The pump was in automatic mode and the generator was in qmode+ mode. The pump was replaced with one from another room, and the issue was resolved. The case continued. No patient consequences were reported.

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.manufacturer's reference number: (B)(4).